Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported product experience was not confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after successful percutaneous coronary intervention to a chronic total occlusion in the right coronary artery, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion in the right groin, strong resistance was felt and the device could not be advanced down to the femoral artery. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.